Manufacturer narrative:
Date of event updated.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite was implanted during a pelvic floor reconstruction with uphold lite including vaginal-approach hysteropexy procedure performed on (B)(6) 2016. According to the complainant, on (B)(6) 2017, the patient experienced a urinary tract infection. She was treated with antibiotics and the event has not yet resolved. The event was assessed as moderate in severity, not pelvic floor related, possibly related to the procedure, possibly related to the mesh, and not related to the delivery device. Additional information received on september 13, 2018 and october 2, 2018. The event of urinary tract infection first presented on (B)(6) 2017. The event was treated with levaquin and resolved on (B)(6) 2017.

Manufacturer narrative:
(B)(4). The complete patient ID is (B)(6). Mfg. Site name - (B)(4) medical. (B)(6). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite was implanted during a pelvic floor reconstruction with uphold lite including vaginal-approach hysteropexy procedure performed on (B)(6) 2016. According to the complainant, on (B)(6) 2017, the patient experienced a urinary tract infection. She was treated with antibiotics and the event has not yet resolved. The event was assessed as moderate in severity, not pelvic floor related, possibly related to the procedure, possibly related to the mesh, and not related to the delivery device.